Manufacturer narrative:
Device manufactured between may 29, 2020 to june 01, 2020. Five (5) devices were received for evaluation. A visual inspection was performed, and it was noted that brown particles, measured to be 0.04 to 0.15 square mm in size, were embedded in the material of the tubing lines. The particles were not in the fluid path because they were embedded in the material of the tubing line. The particles were subsequently identified to be a mixture of polyvinyl chloride (pvc) and phthalate material via fourier-transform infrared spectroscopy (ftir) testing. Pvc is the raw material of the device tubing line. Fragment of burnt pvc (brown particle) can potentially be embedded in the material of the tubing during the extrusion process of the tubing. The reported condition was verified. The cause of the reported condition was a manufacturing issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that particulate matter (pm) was observed within the tubing of five (5) small volume intermate. The pm was further described as brown dot-like discoloration observed in the infusion tubing prior to patient use of the device. There was no patient involvement. No additional information is available.